Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 358 mg/dl and 115 mg/dl. No actions taken based on device results. No adverse event reported. Customer states that the discrepant results were obtained 2-3 weeks ago. Strips may or may not have been valid (within expiration) at the time of the readings; however, this information was not provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.